Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-03690. It was reported the patient's scs system was no longer providing adequate relief. X-rays showed the peripheral lead had moved and the lead in the epidural space was no longer providing relief. The patient had surgery to replace the leads with stimulation turned on and coverage restored post-operatively.